Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to clinic after non-sustained lead noise was observed via remote transmission. Review of the egms revealed short bursts of noise when the patient used an electric shaver. Noise was not reproducible with arm movements. Programming changes were made, and patient will continue to be monitored.